Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot manufacturing location: monument manufacturing date: 31-mar-2023 expiration date: 01-mar-2033 part number: 04.037.957s, 9mm/130 deg ti cann tfna 360mm/left ¿ sterile lot number: 5373p57 (sterile) lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection certificate, 04.037.947s-18-btq136733 / 3, met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 25155 supplied by (B)(4) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive lot number: 5328p20 lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet rev a met all inspection acceptance criteria. Part number: 04.037.942.2, lock prong, 130 degree, tfna static locking prong lot number: 5213p66 lot quantity: (B)(4). One piece was scrapped in cell at op#70, final inspection, for a surface finish dings/scratches. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet rev d met all inspection acceptance criteria apart from the one piece noted. Part number: 21127, timoagri16.00 lot number: 4942p58 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certified test report supplied by (B)(4) dated 24-feb-2023 was reviewed and determined to be conforming. Lot summary report dated 28-feb-2023 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device history batch null. Device history review 06-mar-2025: DHR reviewed this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent orif surgery for femoral neck fracture and femoral shaft fracture on femur with the nail in question. The segmental fracture was fixed slightly distally using a tfna long. After the surgery, pseudarthrosis was confirmed due to the high instability, and the nail broke at the most proximal hole of the distal interlocking. On (B)(6) 2025, the second surgery was performed to replace with dhc and rfna. The surgery was completed successfully with no surgical delay. The surgeon commented that the fracture was of a bad type and highly unstable, and he should have performed dhs + rfna from the beginning instead of tfna long. No further information is available.